Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the sorin c5 system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). There was no report of pt injury. The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) received a report that the touch screen and the control knob of the sorin c5 system stopped functioning near the end of the procedure. The clinician power cycled the system to restore functionality and the procedure was completed without further issues. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was unable to duplicate the issue. The memory data was cleared and the software was updated to the latest revision. The customer has not reported any further issues with the unit. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. No trend was identified for this type of issue. Sorin group deutschland will continue to monitor the market for trends. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the touch screen and the control knob of the sorin c5 system stopped functioning near the end of the procedure. The clinician power cycled the system to restore functionality and the procedure was completed without further issues. There was no repot of pt injury.